Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es experienced issue with order. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es experienced issue with order. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that orders did not appear on the pyxis unit. A technical support specialist (tss) dialed into the station, but the message 'your last session request timed out before starting' was still shown. The tss attempted to enter the server credentials again, but the same error occurred. The tss found that the possible cause was that the rss session could not be established. Later, pharmacy technician found that the frequency code for 'daily for 12 hours' was incorrect. The pharmacy technician corrected the frequency code, and user informed that order #053 appeared correctly under the 'due now' tab. This particular order issue was resolved. The system functioned as intended after the pharmacy technician resolved the issue.